Event description:
The consumer reported that they experienced a loss of therapy. The patient fell a few months prior to the report, broke her wrist, and also fell on the week of the report. It was noted that due to the fall and loss of therapy, her pain symptoms returned. When the implantable neurostimulator (ins) was checked with the patient programmer (pp), it showed that the ins was turned on. Follow-up has been attempted for more details, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.